Event description:
It was reported that the right atrial lead was fractured. It was noted that the lead exhibited failure to capture. The lead was explanted and replaced. The patient was in stable condition.